Event description:
Reportedly, regarding a platnium dr implanted (B)(6) 2017; to date, the battery gives 2 years and 1 month to reach eri. In november 2025, battery between 5 and 7 years, 2.92v february 2026, battery 3-5 years, 2.80v march 2026, 2 years and 10 months, 2.85v april 2026, 2 years and 9 months, 2.84v how can this significant battery loss in just a few months be explained?

Manufacturer narrative:
Preliminary analysis of the available patient files revealed: an abnormal battery depletion. No overconsumption. Based on available information, a battery issue could not be excluded. In this case, the ICD integrity cannot be guaranteed, the battery voltage could decrease again rapidly, therefore the rrt could be reached rapidly. A device ICD explantation should be considered.